Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose. At the time of reporting it was over 600mg/dl. She stated that she had already bolused, and wanted to know if she should administer more glucose. She was advised to call her healthcare provider. No equipment was returned. No additional information was reported.